Event description:
It was reported that; I was alerted to a cage collapsing on (B)(6) 2017 from a case on (B)(6) 2017.

Manufacturer narrative:
Stryker spine sent an "urgent recall letter and product accountability form" dated july 26, 2016 to all affected customers. For patients who have had an acculif posterior lumbar (pl) expandable interbody implant, stryker spine is recommending routine clinical and radiographic post-operated evaluation. Should the patient report any change in or develop near-onset symptoms, more urgent clinical and radiographic evaluation should be completed. Method: device history review, complaint history review, risk assessment; result: the reported event of loss of height of the cage was confirmed based on provided x-ray images and medical records. Due to image quality the level of height reduction cannot be measured however from looking at the images the implant appears to reduce more than 1 mm in height. The implant appears to be placed well and snuggly fit, the supplemental fixation was used as indicated in the stg. Medical records were reviewed by a medical professional. The review indicated that the implant was used as indicated in the stg, no factors were identified that may have contributed to the implant not performing as intended. The patient is experiencing some back pain but it cannot be determined if pain is a result of implant reduction of height or due to patient's recovery from a surgery. Upon follow up it was confirmed that the construct looks stable. No intention to revise as of now. A manufacturing review of the device was performed and indicated no discrepancies or anomalies. Conclusion: the reported device remains implanted therefore a plausible root cause cannot be identified conclusively.

Event description:
It was reported that the cage reduced in height on (B)(6) 2017 from a case on (B)(6) 2017.